Manufacturer narrative:
It was confirmed that the device was extensively tested by the biomed on-site, however the reported issue could not be reproduced. Additional information was provided that a possible cause of the reported issue is that the 500 ml/min button was incidentally pressed by the user which caused the flow rate to increase. No device malfunction could be verified, and the root cause could not be determined. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in the incident has not been returned to belmont or our distributor in canada for evaluation. Belmont received the user facility report for this report on march 20th, 2025. The status of patient involved in this incident is unknown as of (B)(6) 2025. There was no report the flow rate could not be manually changed. If the flow rate cannot be controlled from the screen, the device can be shutdown, and infusion can be continued through other means. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. In the event that the flow rate is slowing down or will not go at the set rate, the operator's manual provides the following recommended operator actions: 1) "check and remove kinks or obstructions in the tubing"; 2)"use the appropriate infusion set recommended in the guide, match the infusion set to flow rate and fluid type"; and 3) "increase flow by increasing the pressure limit. Change the pressure limit in calibration/setup to a higher limit (maximum pressure limit is 300 mmhg)".all 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. Belmont requested additional information from the distributor but, have not received any details to date. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The canadian user facility reported that, during a stable phase of surgery, the belmont rapid infuser malfunctioned while the anesthesiologist was on break, relieved by an anesthesia assistant (aa). The reservoir contained 1.4l of blood products, with no bleeding. Before leaving, the display showed 'volume 440ml', with the infuser running at 2.5ml/min, later increased to 5ml/min. The aa checked in at 11:40 and reported a 'low fluid alarm' and high cvp of 26 at 11:43. The anesthesiologist had an anesthesia technician (at) troubleshoot the system. The at refilled some crystalloid, but the fluid was already in the patient. Upon return, the display showed 'volume 1,700 ml'. The aa denied touching the belmont system, suggesting a device malfunction due to the unlikely sequence of operations needed to achieve the observed response.